Event description:
A malfunction was reported on the customer's pump, specifically denoted by malfunction code 12, but no significant events preceded it. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in the process, ensuring that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue appeared again, which the customer agreed to do.